Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in the ER after receiving a vibratory alert, the device was observed to be in bvvi mode. A device download was successfully performed. The patient will continue to be monitored normally.